Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log for the reported event date 8/8/2020 found only one programmed infusion of hydromorphone with no clear new infusions started afterwards. The log shows the infusion of hydromorphone programmed at 08:39 with a dose at 2mg/hr, rate of 4ml/hr, volume to be infused (vtbi) 85ml. A downstream occlusion occurred. At 08:50 the dose was changed to 0.5mg/hr, rate of 3ml/hr. At 10:58 the dose was changed to 3mg/hr, rate of 4ml/hr. At 17:43 the pump was stopped with vtbi 50.9ml, given: 34.1 ml. The dose was changed to 1mg/hr, rate of 2ml/hr and started again. At 17:44 the pump was stopped and the dose was 0.5mg/hr, rate of 1ml/hr. At 23:48 the volume given was cleared. On 8/10/2020 the log continues the previous infusion through the date change; dose of 0.5mg/hr, rate of 1ml/hr. At 23:20 the pump was stopped manually, vtbi 21.5ml, given 11.7ml and the set is unloaded. At 23:13 the set is reloaded and re-started. At 23:14 the pump is stopped, vtbi 21.5ml, given 11.7ml and powered off. The reported issue could not be confirmed through review of the event history log. The device was found in specification. Flow rate testing was performed on the device at 40ml/hr and 125ml/hr with error percentage results of 1.800% and -4.094% respectively which are both within 5% specification criteria. No cause was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not deliver the same amount even though the infusions were set the same. It was reported that hydromorphone was given to a patient on the same day at two different times however when they cleared the infusions the amount given was not the same. One infusion with a dose of 0.5mg/hr and rate of 1ml/hr ran for 15 hours and when the infusion was cleared the device indicated 40ml had infused. The second infusion with a dose of 0.5mg/hr and rate of 1ml/hr ran for 12 hours and when the infusion was cleared the device indicated 43ml had infused. There was patient involvement but it was reported that there was no patient injury. No additional information is available.